Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D5. Other operator of device: operator of device is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when cleaning out blood and assembling the ventilator, some parts of it broke. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H6. Investigation codes: updated investigation summary: no product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The most probable cause is the customer being unable to re-assemble the device due to dis-assembling it. There is also no process for the internal maintenance of fluid ingression, the device will need to be scrapped or returned unrepaired if it is received at a later date. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.